Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not reach the target vessel during the implant procedure. Lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that diaphragmatic stimulation was the reason for not implanting the lead. The patient was doing well the next day after implant with no complications.